Event description:
It was communicated to philips that customer failed to see the event ECG waves during use. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.